Event description:
Report #2 of 2 for this event. As reported by the legal brief, on or about (B)(6) 2012, patient underwent a right total knee arthroplasty due to osteoarthritis in his right knee. Subsequently, on or about (B)(6) 2020, the patient underwent a right knee revision due to a failed right total knee arthroplasty. Following the revision surgeries, the patient "suffers and continues to suffer significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss and other injuries presently undiagnosed, which will all require ongoing medical care. No additional information. Concomitant products: - logic cr femoral cem, right, sz 3 (cat# 02-010-03-0330 / serial# 2166077) - lgc tibial fit tray cem sz 3f / 3t (cat# 02-012-45-3030 / serial# 2378714) - three peg patella 35mm (cat# 200-02-35 / serial# 2456538) recall number z-0021-2022 ***serial number 2110488 is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k111400